Event description:
The lay user/pt contacted lifescan in 2007, and alleged that she was unable to code her one touch ultra meter (serial number not provided). The medical affairs specialist was not able to reach the pt at the phone number provided. A letter was sent to the address provided. The pt alleged that she was not able to code the meter to match the code on her test strip vial ( it is not known as to how long she was not able to test her blood glucose). The same day at 10:30 am, she was experiencing symptoms of blurred vision and head tingling. She went to the clinic and was tested there on their meter with a result of 243 mg/dl. Prior to going to the clinic, she took insulin and was also treated at the clinic with insulin. At the time of troubleshooting, the pt was walked through resolving the issue (use error). This complaint is reported, because the pt alleged an issue with coding the reported meter, which was resolved with troubleshooting. However, the pt claimed she required treatment with insulin after experiencing symptoms of hyperglycemia while unable to test. A replacement meter and control solution was sent to the lay user/pt.